Event description:
It was reported that during testing, the device displayed error code 20-30-02, which resulted from a reset. The device restored all of the programmed parameters to their settings from before the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Device partial reset occurred on (B)(6) 2013.